Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The handle was not returned, only the plastic impactor tip. The plastic tip fractured into three pieces and all pieces were returned. The device was manufactured in 2011 and shows signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that at the very end of the procedure, when one of the residents went to impact the final femoral head onto the final stem, the plastic tip of the femoral head impactor fractured into 3 pieces as a result of the impaction. They were able to recover all 3 pieces and confirm there was no remaining plastic in the wound. There was a s&n backup device available but it was not needed. There was no impact to the patient. No delay was reported.